Event description:
Sore-vagina [vulvovaginal pain]. String snapped, managed to remove the tampon but part of the string was missing [foreign body in reproductive tract]. First time I tried to remove tampon, string snapped [device breakage]. Again the string snapped, managed to remove the tampon [complication of device removal]. Case narrative: consumer reported via email that the tampon string snapped requiring assistance from medical staff to remove. Case escalated and medically assessed as non-serious.

Manufacturer narrative:
There is insufficient information to perform an investigation.